Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. One day after the onset, the patient was treated with vancomycin injection (2 grams after 5 days intraperitoneal and frequency were not reported) and fortum injection (1.5 grams, intraperitoneal and daily) for peritonitis. Seventeen days after onset, the patient was not recovering and was therefore hospitalized and their pd catheter was removed. No additional information is available.